Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #1) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard soft mesh device, bard/davol ventralight st device and bard/davol visilex device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard soft mesh or two (2) unspecified bard/davol ventralight st (device #1) or an unspecified bard/davol visilex on (B)(6) 2015 or (B)(6) 2017 or (B)(6) 12018. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against one(1) bard/davol ventralight st (device #1). As reported, the attorney alleges patient experienced emotional distress and the device was defective.